Event description:
It was reported that when the patient presented to the clinic, the device was post-paced t-wave oversensing. The asymptomatic patient received inappropriate atp and high voltage therapy. A remote transmission showed non-sustained lead noise due to myopotential oversensing. The device was reprogrammed. Another alert was received later. However, no further programming changes were made since no further lead noise was observed. Impedance fluctuations were also noted, but returned to normal when measured in-clinic. The patient is stable and will continue to be remotely monitored.

Manufacturer narrative:
(B)(4).